Manufacturer narrative:
Manufacturing date: 10/17/2016 - 10/22/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink solution set separated from the luer lock. This occurred during transfer of intravenous immune globulin into an empty container, and led to a leak of solution onto the floor. The device was being used with an 18g non-baxter needle. The pharmacist further inspected the set and the needle, and noted that there was a loose connection between the products. The set and needle were replaced to resolve the issue. There was no patient involvement. No additional information is available.